Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier did not deliver clips on the initial firing. Subsequent firing resulted in delivering two clips at one time. There were no patient consequences. Case completed with the same clip applier.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed seven scissored clips. No feeding issues were noted during the analysis. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿ no conclusion could be reached as what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.